Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Unable to test operating currents and verify motor error alarm due to the unresponsive buttons. The motor was tested outside the device and it passed. The pump also had minor scratches on the lcd window, a missing end cap sticker, a corroded battery tube, and a cracked case at the display window corners.

Event description:
It was reported the customer received a motor error alarm while rewinding their insulin pump. The customer stated the motor alarm has occurred since (B)(6) 2014. It was also found the customer's keypad was not responding properly and a button error alarm had also occurred. Customer also reported receiving a battery out limit alarm after changing their battery. Customer's blood glucose was 114 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.